Event description:
The customer reported false positive results with the binaxnow covid-19 ag card for multiple patients tested on (B)(6) 2022. This MFR. Report addresses patient three (3) of five (5). The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2022 using a nasal sample. Repeat testing was performed on (B)(6) 2022 and generated a negative result. Confirmation testing was not performed. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03366 - 1221359-2022-03370.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 187413 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 187413, test base part number 195-430h / lot: 182985. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 187413 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to the specific patient samples.